Event description:
It was reported that during an unknown procedure, an error code`5` occurred. They then changed the hand piece to test; the titanium tip of the scalpel was broken. The broken part did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): added additional information. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. Visual inspection was performed and the clamp arm was detached from the inner tube, but firmly attached to the outer tube at the clamp arm weld and the outer tube is bent. However, this is not related to the reported error 5 instrument and blade broke off. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.